Event description:
During surgery, it was noted that a 2 mm drill bit tip broke off during osseous repair on the short external rotators. Decision was made to not remove he fragment due to it being lodged into the intraosseous space. More harm and risk for patient to remove. Surgeon did not believe that there was a malfunction with the drill bit. Voluntary report for potential for harm.